Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to power on under ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device was unable to power on ac and dc power. Stryker replaced the power board and the power supply board to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.